Event description:
It was reported that before case the unit turns on and off when powered on. No patient involved.

Manufacturer narrative:
Additional information received by the customer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. The device did not run intended without activation, this malfunction will not contribute to serious injury.